Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found out that the main board need replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported multiple xdcr (transducer) fault error with irregular ventilation on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.